Event description:
The complainant reported that a patient was implanted with an impella device. Arterial access was achieved. A 6 french sheath was dilated up to a 14 french x 13 centimeter peel-away sheath. The pump was inserted over the wire in the left ventricle. The wire was removed. The pump was started with no known issues. During insertion of the 7 french single access sheath into the 14 french x 13 centimeter bleeding occurred. The 14 french x 13 centimeter appeared to have cracked and was oozing between the hemostatic valve and the hub. The medical doctor elected to replace the oozing sheath with the 14 french x 25 centimeter sheath in the kit. The pump was turned to p-0 and removed the problematic sheath. Full sheath exchange occurred. The pump was reinserted per protocol without issue. High-risk percutaneous coronary intervention was successful.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the device interaction/fluid leak/device crack/minor bleed was not determined since product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
H6 updated. The investigation is ongoing.